Manufacturer narrative:
The check of the DHR of the smr glenosphere (lot # 201508975) did not show any anomaly on the (B)(4) placed on the market with this lot #. Even the check of the DHR of the smr metal-back glenoid (lot# 201501344) did not show any pre-existing anomaly. No other complaint received on these specific lots #. The post-op x-rays of the primary surgery were evaluated by our medical expert, who confirmed that the glenosphere lip was abutting the inferior glenoid and that the screw did not appear to be fully engaged. The coupling between glenosphere and metal back seemed to be incomplete during original surgery. We received the explants. The glenosphere, connector and screw underwent a dimensional check which confirmed the absence of dimensional anomalies. Afterwards, we performed a functional check of these components with a metal back available in our warehouse, as the original metal back remained implanted. After a proper coupling and tightening of the screw, the construct glenosphere + screw was fully stable and remained fully stable even after removing the previously tightened screw. These test is a further confirmation that the devices involved are fully functional. It's likely that the presence of bone or tissue prevented a full coupling between the glenosphere and the metal back during the first surgery. In addition, by the medical expert's comment, the screw did not appear to be fully engaged. All these contributed to the post-op rotation of the glenosphere. A total of 9 similar complaints (coupling instability between glenosphere and metal back) were reported ww, on a total of over (B)(4) smr reverse prosthesis implanted ww since 2002 (revision rate: (B)(4)). None of these complaints was identified to be product-related. In all cases where the investigation is concluded, an incomplete coupling between glenosphere and metal back during original surgery caused the post-op failure of the coupling.

Event description:
On (B)(6) 2016 smr system was placed to a patient with massive rotator cuff tear. Post-operative rotation of the glenosphere from the metal back was experienced by the patient and revision surgery was done on (B)(6) 2016. Components replaced: · smr glenosphere dia. 36mm, model # 1376.09.030, lot# 201508975; · smr reverse poly liner, model #1375.21.020, lot# 201501344. The sales rep commented that during the revision surgery, the glenosphere was rotated easily and that the locking screw was loose. It seemed that the morse taper was not working properly. Event occurred in (B)(6).

Manufacturer narrative:
The check of the DHR of the smr glenosphere (lot # 201508975) did not show any anomaly on the (B)(4) pieces placed on the market with this lot #. Even the check of the DHR of the smr metal-back glenoid (lot# 201501344) did not show any pre-existing anomaly. No other complaint received on these specific lots #. We will send a final MDR once the investigation will be concluded.

Event description:
On (B)(6) 2016 smr system was placed to a patient with massive rotator cuff tear. Post-operative rotation of the glenosphere from the metal back was experienced by the patient and revision surgery was done on (B)(6) 2016. Components replaced: smr glenosphere dia. 36 mm, model # 1376.09.030, lot# 201508975; smr reverse poly liner, model #1375.21.020, lot# 201501344. Event occurred in (B)(6).